Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully. The mr was reduced to grade 1-2 post procedure. On approximately (B)(6) 2025, the patient had stroke. Per the physician, the stroke was unrelated to mitraclip procedure. Medication was provided to treat stroke. There was no clinically significant delay.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported cerebrovascular accident (stroke). Cerebrovascular accident (stroke) is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance as medication was provided to treat stroke. There is no indication of a product issue with respect to manufacture, design, or labeling.